Event description:
During a remote follow up, episodes of noise resulting in oversensing was observed on the (rv) lead. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.